Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
A territory manager received a call from a perfusionist working today at (B)(6). The perfusionist was taking care of a patient that went on our rotoflow system on (B)(6) 2012. The perfusionist said he observed blood leaking at the seam of the pump head. The pump was flowing at five (5) 1 pm, he turned it down to one (1) 1 pm and there was still a slow leak. The perfusionist clamped off and exchanged the pump head without further incident. The perfusionist said he saw clots when he replaced the unit.